Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the patient had severe tricuspid regurgitation, and the electrode could not be implanted. It was noted the electrode position was unstable due to tricuspid regurgitation and the electrode helix could not be fixed normally. The lead was removed and replaced. The patient was in stable condition.